Manufacturer narrative:
Product event summary: pumps with unknown serial numbers were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pumps; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificate could not be performed since the pump serial numbers are unknown. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system - pump d4: vad / unknown / model #: 1104 / UDI #: (B)(4). Implanted date: (B)(6) 2017, device available for evaluation: no. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis. The available information indicates that the ventricular assist devices (vad) remain in use. The patient was a participant in the biventricular assist device (bivad) clinical study. No further patient complications have been reported as a result of this event.